Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 560 mg/dl and the current blood glucose was 446 mg/dl. Customer was alleging the insulin pump was under delivering the insulin because the customer already did bolus when the blood glucose was 300 mg/dl, but after a while, their blood glucose just went up to 350 mg/dl, they took another bolus and the blood glucose went up to 556 mg/, the blood glucose went down only after taking the manual injection. The customer assisted with troubleshooting and found the cannula was bent. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.